Event description:
I have been sick since having breast implants placed 10 years ago. It began with extreme fatigue, then hair falling out in clumps, acne all over my body, now I¿m having pain in my breasts, itching all over my body, tuning in my ears, irregular periods, adrenal fatigue, muscle twitching, grinding teeth, panic attack, night sweats. I started out with a hormone specialist who did every test possible out of pocket as my insurance didn¿t cover it. Purchased several supplements that he hoped would help but it didn¿t. Then I went to another dr, more blood tests, diagnosed with hashimoto¿s. Tried natural dr, more supplements, still no help. My symptoms have only gotten worse over time. I am going to explant soon, but I wasn¿t prepared for the cost as I¿ve already spent (B)(6) plus on dr labs, supplements and wasn¿t expecting to have to remove my implants, but now I feel that is my only way out of this nightmare! These should never be allowed in the market! Found hashimoto, liver damage, I have lost ¾ of my hair, depression, sleep disorder, skin rashes, sores on head, neck and back pain, mood swings, constant phlegm in throat, ringing in ears, blurry vision, brain fog, dark circles under eyes that won¿t go away, dry skin, heart palpitations, burning and aches in breast. Not to mention the stress of all these issues, time off work, countless drs and appointments, thousands of dollars in supplements trying to ¿fix¿ these issues!